Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 477 mg/dl at the time of incident and current blood glucose was 317 mg/dl. Customer¿s different blood glucose was 140 mg/dl, 244 mg/dl, 186 mg/dl and 173 mg/dl. Customer was treated with manual injection and insulin pump. Customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing. The customer reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 140 mg/dl and the sensor glucose was 47 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 47 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer troubleshoot was performed. The insulin pump will not be returned for analysis and sensor will be returned for analysis.